Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 shortened due to character limitations - complete event site name is (B)(6) hospital. Complete event site telephone: (B)(6).

Event description:
It was reported during patient use, the cardiosave intra-aortic balloon pump (iabp) had "loop air leakage". The device was immediately replaced without any problems. No patient harm or injury reported.

Manufacturer narrative:
A getinge field service engineer was dispatched to investigate the issue. . The fse found that the leak was caused by a safety disk failure. The fse replaced the safety disk. The unit passed all inspections to factory specifications. The unit was returned to the customer and cleared for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).